Event description:
Boston scientific received information that review of an electrogram (egm) revealed noise on the right atrial (ra) and right ventricular (rv) channels that was oversensed and lead to pacing inhibition with asystole greater than two seconds. It was noted that at the time of the noise, the patient was in a non-device related procedure so it was thought that the noise was due to electromagnetic interference (emi). The patient was brought into the office and the noise was not able to be reproduced. Subsequently no programming changes were made and the device and rv lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.